Event description:
It was reported that this electrode exhibited high within normal range shock impedance measurements during this implant procedure. The physician noted they were confident that this electrode was low on the sternal fascia and resulting in the high impedances and ultimately revised the pocket. Defibrillation threshold (dft) test was successful. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.